Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were observed during in situ measurements. Hearing performance with the device was reportedly affected. No accident or trauma was reported. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were observed during in situ testing. Hearing performance with the device is reportedly affected. The recipient will be explanted.